Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension; upn: unk-p-dbs-extension; model: unknown; serial: unknown; batch: unknown.

Event description:
It was reported that the patient underwent a revision procedure of the deep brain stimulation (dbs) system due to an infection. The patient experienced swelling and redness under the clavicle bone at the implantable pulse generator (ipg) site and it extended up the side of the neck. Cultures were taken but the results could not be obtained. The patient was given antibiotics. No further information could be obtained despite good faith efforts.